Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: were there staples delivered into the specimen side of the cut line on the second firing? Yes. If yes, what was the staple formation? During the case, observation of the second firing, it appeared only a few staples of the first row specimen side formed. After the procedure was complete, the surgeon inspected the specimen and all three rows on the specimen side were formed. The crown of the staple on the middle staple row was curved toward the inner staple row closest to the cut line. Were any staples unformed? On the specimen side it appeared all staple rows fully formed. Were any staples malformed? Not that I could see on the specimen side. What product code is the black reload - gst60t or ecr60t?gst60t. Was there any damage to the cartridge? Not sure. Were there any staples remaining in the cartridge? It appeared that no staples remained in the cartridge on the specimen side of the reload. However, on the patient side of the reload, all three rows appeared to have the majority of the staples remaining in the cartridge. There is a staple sticking out and not formed on the patient side of the reload. The analysis found that one plee60a device was returned in good visual condition and with a gst60t cartridge reload present. Additionally, the reload was received with the right side fully fired; left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Furthermore some double drivers were found out of position and missing. In addition the cartridge pan was noted to be partially dislodged at distal end. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the second staple firing with a black reload and seamguard buttressing, the surgeon experienced a misfire. The device cut the tissue and did not staple. All three staple rows, patient side, did not deploy/form. Surgeon did not cross an existing stapleline. The surgeon heard three separate clicking sounds coming from the stapler during the firing sequence. The surgeon had to oversew the area that was cut and not stapled. Sales rep was present during the case and observed that the scrub tech was having difficulty loading the cartridge into the cartridge deck. The case was completed using another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information received: the surgeon recalls during the second firing using a black reload, a clicking sound was heard during the firing sequence. When the staple line was inspected, no staples were visible on the patient side. Seamguard buttressing material was used on all firings and applied on both anvil and cartridge. The patient was a female with a bmi around (B)(6) and not overly obese. Post-op the patient has done well. The analysis found that one plee60a device was returned in good visual condition and with an gst60t cartridge reload present. Additionally, the reload was received with the right side fully fired; left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Furthermore some double drivers were found out of position and missing. In addition the cartridge pan was noted to be partially dislodged at distal end. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.